Manufacturer narrative:
(B)(4). The complainant indicated that the device was contaminated and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that an ultraflex esophageal ng stent was used during a stent placement procedure performed on (B)(6) 2016. According to the complainant, the stent was to be used to treat an approximately 10cm malignant lesion tumor in the distal esophagus. Reportedly, the patient's anatomy was tortuous but was not dilated prior to procedure. According to the complainant, during the procedure, the deployment suture got tangled and the stent could not be released. The stent could only be partially deployed. The device was removed from the patient and the procedure was completed with another ultraflex esophageal ng stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.